Manufacturer narrative:
(B)(4). A return materials authorizations has been provided to the customer but the device hasn't been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the lap top ventilator stopped ventilating while being used on a patient, causing a low heart rate and low oxygen saturation. The patient was placed on a hospital ventilator and no further harm or injury was reported.

Manufacturer narrative:
Results of investigation: carefusion certified service technician was not able to duplicate the reported issue (ventilator stopped ventilating). All testing¿s was performed by using a known good test patient circuit, as well as a known good ac adapter. The ventilator passed 120 hours extended tests at the customer's settings. The ventilator also passed the ltv final test which includes many ventilation and alarm functions. Furthermore internal inspections were done on the lap top ventilator and no anomalies were revealed. As per event trace, all entries were consistent with normal ventilator operation.